Event description:
It was reported that during a case using the cranial guidance software, the surgeon reported that the accuracy was off by 40-50 millimeters.

Manufacturer narrative:
Corrected data: b5, d4 and h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.